Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 363 mg/dl and 111 mg/dl (within 4 minutes) 2. 545 mg/dl and 94 mg/dl (within 3 minutes) sets of readings were taken at different times on same day. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.